Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada was not working [device ineffective] little clot in the tubing [device occlusion] no additional ae, no pqc reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a nurse referring to a female patient of unknown age, via clinical educator. The patient¿s historical condition, concomitant medications and past drug reactions/allergies were not reported. The current condition included blood clots vaginally. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. On an unknown date, the patient had a little clot in the tubing (device occlusion), 200 cubic centimeter (cc) in the canister after two hours of usage, provider did a fundal massage and 300 cc blood and blood clots expelled vaginally. The provider believed vacuum-induced hemorrhage control system (jada system) was not working (device ineffective). No additional adverse event (ae) (no adverse event), no product quality complaint (pqc) reported. Upon internal review, the events device ineffective and device occlusion were considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.